Event description:
It was reported that this left ventricular lead exhibited high pacing threshold measurements one-week post-implant. A revision procedure was performed, and the lv lead was repositioned in different locations, but continued to exhibit high thresholds. Eventually, the physician decided to explant the lv lead. It was noted during the procedure that the ra lead had dislodged, so it was explanted and replaced as well. No additional adverse patient effects were reported. The lv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also passed successfully indicating there was no blockage in the lumen. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements one-week post-implant. A revision procedure was performed, and the lv lead was repositioned in different locations, but continued to exhibit high thresholds. Eventually, the physician decided to explant the lv lead. It was noted during the procedure that the ra lead had dislodged, so it was explanted and replaced as well. No additional adverse patient effects were reported.